Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm 62 months ago. The aortic neck had 10 mm of circumferential thrombus, it was 24 mm in diameter, 35 mm in length and it had a 20 degree anterior angulation. It was reported that at the time of implant the stent graft was 10% undersized and it was deployed 5 mm below the level of the renal arteries. It was reported that the stent graft had migrated 30 mm distally and the aneurysm was 45 mm in diameter; however, there was no endoleak present. The stent graft migration was attributed to disease progression, aortic neck dilatation and poor sizing at the time of implant. The decision was made to re-evaluate the patient and offer cuff placement. No additional clinical sequelae were reported.